Event description:
The patient reported a shock going down both of their legs at the start of their MRI. The MRI was immediately aborted. The patient is fine and feels no side effects after the MRI. They have not used the device in over six months and it is unknown if an explant/revision procedure will be performed.

Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, not aborting the MRI following the adverse event, the patient experiencing a fall, the patient having another non-stimwave device implanted, and device migration have been ruled out as potential causes. It was confirmed the MRI facility followed the IFU for MRI for the appropriate stimulator model. The stimulator is used to treat pain. The cause of the shock experienced during the MRI is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI. Issues after an MRI rates remain acceptably low; thus, CAPA is not required. Issues after an MRI rates will continue to be tracked and trended. Unable to locate the traveler for serial number (B)(4). May be in legacy netsuite database.